Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. Customer's blood glucose level was unknown. Customer stated that his laptop was incompatible with carelink. The customer did not have the insulin pump with them and troubleshooting was unable to be performed. Insulin pump will not be returned for analysis.